Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture can not be determined.(B)(4).

Event description:
The customer reported this event occurred on (B)(6) 2010 with an 8dfen. The cuff deflated and that this was second failure with same pt (as referenced in report 2936999-2010-01187). The tube had been instilled on (B)(6) 2010. The customer stated, they had not been able to determine where in the inflation system that the failure may have occurred. The pt was decannulated and recannulated with the same type of tube, dfen. The customer also stated that the tube had been discarded so it is unavailable for return and the lot number is unk.